Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board and system board were replaced to address a service required condition. Additional information received from the manufacturer's service center confirms the oxygen blending module board and interface board were replaced to address the issue. The system board was not replaced.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and system board need to be replaced to address the issue.